Event description:
It was reported that bd micro-fine¿+ pen needle experienced a case of damaged packaging where sterility was compromised. The following information was provided by the initial reporter: the patient stated that the needles were delivered without seal. They are not sterile and some have come out of the container.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary two photos of one open and one sealed 31g x 8mm pen needle samples were returned from lot. No. 0343975, cat. No. 320592. No issues were observed with the returned photos. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned photos and the fact no physical samples were returned no further investigation can be carried out.

Event description:
It was reported that bd micro-fine¿+ pen needle experienced a case of damaged packaging where sterility was compromised. The following information was provided by the initial reporter: the patient stated that the needles were delivered without seal. They are not sterile and some have come out of the container.